Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's blood glucose level was unknown. It was reported that the customer had a crack on their case. The customer stated that they did not bump or drop their insulin pump, that the drive support cap was not damaged and that there was no car accident. The customer stated that the crack was on the display. Advised that the insulin pump needed to be returned. Nothing further reported.